Event description:
A (B)(6) customer received a control result on the contour next. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. It was requested the solution be returned for evaluation. Control information was not provided. New strips, meter and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.